Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), an "iab catheter inspection required" alarm was triggered several times. It was determined that the catheter was kinked, so the iab was removed and replaced with another to continue treatment. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).